Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent a permanent implant procedure on (B)(6) 2014. During the procedure, one of the two leads intended for use was unable to be implanted due to the pt's anatomy. As a result, the remaining lead was used to complete procedure. In turn, the procedure was extended by four hours.